Event description:
This lead was capped and replaced due to high thresholds and high impedances. There were no adverse pt events reported. The hospital retained the device. Should additional information be received, this file will be updated.